Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. Approximately one year after implant the patient requested to have the system removed. Patient reported no longer needing the system as the pain levels were under control without use of the stimulator. Explant was performed on (B)(6) 2023 with no reported complications.

Manufacturer narrative:
No allegations of failure or malfunction of the nalu system or any of its components. Patient request to remove the system is based on positive outcome of having pain levels under control without the use of implantable stimulators.